Manufacturer narrative:
Device evaluation: results of investigation: vyaire received the device for evaluation. Technician visually inspected the assembly, there were no visible defects, damage or contamination. Component was installed in a known good vela host base unit. Ventilator was powered in ventilate mode where the unit showed low peak inspiratory pressure and circuit disconnect alarms upon start-up. Unit was powered in service mode, the event log shows errors; low minute ventilation, and transducer fault alarms. Performed transducer calibration as described in the vela ventilator systems service manual. The reported complaint was confirmed and duplicated. Faulty transducers sensor, differential pressure, miniature, 2.5 psi. This is a known issue which can be referenced with CAPA: ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported circuit occlusion alarm on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.